Event description:
It was reported that, "upon striking the plate, the handle of the impactor broken resulting in the most superior aspect becoming disengaged."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.